Event description:
It was reported that this implantable pacemaker device was suspected for premature battery depletion (pbd) as device longevity was from 2 years remaining went down to 8 months remaining in a span of 10 months. Data was submitted for analysis and analysis determined that the device is depleting normally. The power increased slightly due to increased therapy demands. The device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted due to advisory or recall and was replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was filed to capture the correct bsc aware date and field g3.

Event description:
It was reported that this implantable pacemaker device was suspected for premature battery depletion (pbd) as device longevity was from 2 years remaining went down to 8 months remaining in a span of 10 months. Data was submitted for analysis and analysis determined that the device is depleting normally. The power increased slightly due to increased therapy demands. The device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted due to advisory or recall and was replaced with a new device. No additional adverse patient effects were reported.